Event description:
It was reported by the rep that the (1) tct75 and the (1) tlc75 were used during a bowel resection procedure. The surgeon experienced lockout. New product was pulled and used ok. There was no pt consequence. The or time was extended by ten minutes.